Event description:
It was reported the lower display lcd is incomplete. The linear pixels are inactive. No patient involvement or complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the liquid crystal display (lcd) was out of specification and was contaminated. It was also noted that the upper and lower cases were corroded, the side bail covers were broken, one battery contact was compressed and the battery flex was contaminated and corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.